Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and high out of range impedance measurements. A surgical revision was performed and the lead was tested via the pacing system analyzer (psa), which reproduced the non-capture and high impedance measurements. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.